Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 700 mg/dl. Could not troubleshoot with the caller as she had no hipaa consent on file. The customer later called to give consent for her friend. The friend reported that the insulin pump also had a crack on the case, above the up arrow button. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have a cracked case and reservoir tube lip. The insulin pump also had a missing end cap sticker.